Event description:
Device returned by hosp personnel with no event info provided. Multiple attempts to follow up with "hcp" of record have provided no add'l info. Pt was listed on the last annual device tracking report as "lost to follow up." Last info received was that the device, which is the subject of this report, was replaced in 1998.